Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose levels in the 498 mg/dl range. The customer inserting an infusion set, however it became loose, tried pushing back in, however upon removal the cannula was bent. The customer had no symptoms. The customer did treat the high blood glucose level with the insulin pump. The blood glucose level was 200 mg/dl prior to call. The customer did troubleshoot the issue and found the infusion set cannula bent. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.